Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer¿s blood glucose level was 170-250 mg/dl. Customer continued to use the existing cartridge on the pump for insulin therapy. Additionally, it was reported that the customer experienced an intermittent low blood glucose (bg) level in the 40's mg/dl. Reportedly, the customer fell, which resulted in loss of consciousness and bruising. The cause was not known. Customer consumed carbohydrates, candy, and juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.